Manufacturer narrative:
The insulin pump powered up properly after battery installation. No fuzzy display or display anomaly noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored for two (2) days and no display anomaly noted. The insulin pump was received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was scratched on the lcd screen which makes it fuzzy. Customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that they can still read the display but lcd screen becomes so fuzzy that it sometimes not performing well. The insulin pump will not be returned for analysis.